Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue; moisture in the battery compartment without damage to the battery compartment. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/16/2017. Device evaluation: the device has been returned and evaluated by product analysis on 07/21/2017 with the following findings: during investigation, the pump was unable to power on. Testing for the power issue was not able to be performed due to no power to the pump. Corrosion was found in the battery compartment. The pump leaked at the battery compartment. The pump was opened to find no further evidence of moisture. No power to the pump was due to moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.